Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure with external fixation. Allegedly, the 160 prebuilt frame was opened and found to be already used. It was missing bolts and some nuts. There were tensioner lines on the actual frame where multiple wires were tensioned. There were also circular wrench marks where the wire bolts were removed. The patient was on the table and under anesthesia with a large section of infected/ulcered tibia removed. The case was canceled and had to be rescheduled.

Manufacturer narrative:
The device was not returned; therefore, product analysis cannot be performed. However, images were provided that show scratches and marking on the frame consistent with bolt removal and wire tensioning.